Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior colporrhaphy and rectocele repair, due to cystocele/rectocele and stress urinary incontinence.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2004 and an obturator sling was implanted. During the surgery a sphincteroplasty/rectocele repair was performed. The sling was removed on (B)(6) 2012 due to pain, dyspareunia, erosion and infections.

Manufacturer narrative:
(B)(4). It was reported that patient underwent vaginal exploration with excision of extruded mesh and cystoscopy on (B)(6) 2012.